Manufacturer narrative:
Received as sample #1 one used list #146870489 primary plum set with an extension set w/ spiros and additive port and as sample #2 one used list #146870489 primary plum set. As received no damage or anomalies were noted. Each of the sets was attached to an ICU medical provided IV bag, primed per packaging directions, and a test infusion was performed on both the primary and secondary port. No cassette errors, occlusion alarms, or air in line alarms were generated and no restrictions in flow were noted on either set or port. The complaint of 'malfunction in the plastic valve, causing air and the chemo or secondary drug to not infuse' could not be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where it was reported that the tubing was hooked up and the secondary chemotherapy was running for several minutes before failure occurred, pulling air past blue secondary clave area and not allowing back prime to occur, resulting in tubing failure and cassette failure. The event occurred several minutes after the chemotherapy was infusing, occurring around 11:05 on (B)(6) 2024. The event occurred when tubing was hooked up to patient, had to remove all tubing and reprime with new primary line tubing and re-hang chemotherapy on new primary line. No harm in either event, however exposure to chemotherapy increased to each nurse as having to disconnect and reconnect tubing. There was patient involvement and no patient harm.

Manufacturer narrative:
The device was received for evaluation, the investigation is pending.